Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler instrument did not work at all. The instrument was immediately removed from the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform stapler instrument and a white reload accessory to perform failure analysis. The stapler instrument was initially analyzed and it was found to have an initialization failure during in-house testing, preventing the stapler from entering into following. The I-beam assembly was attempted to be driven out for inspection, but was unable to be fully driven out. The instrument was re-evaluated by advanced failure analysis (afa)team where the initial findings were not confirmed. The instrument logs were pulled and the instrument was found to have experienced a partial fire on the first install during the procedure. The instrument did not fail to initialize in the field, but was found to have failed initialization during in-house testing. Initially, the jaws were found to not reach parallel. There was a visible lodged component in the knife slot that was confirmed to be a fragment of a switch from a reload. Two additional switch fragments were found adhered to the anvil. Additionally, the knife on the driver had damage, likely from the interaction with the switch component. There was no damage observed to the wedge. Additional investigations were conducted to trace the source of fragment(s) lodged onto the returned stapler instrument. Following additional information was obtained : it appeared that reload involved in the partial fire during the procedure was not returned. It was likely that the switch fragments originated from the white reload that experienced the partial fire. An unused white reload accessory was returned with no reported issue. Upon visual inspection, the reload appeared to be unused and unfired. The reload fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload. Visual inspection was performed and the reload was found to have cartridge damage at the proximal end and on the surface of the reload. The root cause of the jaws not closing is due to lodged switch fragments, which is attributed to improper reload installation. Switch damage indicates a potential sharp angle of insertion of the reload into the instrument channel. It is likely that the sharp angle of insertion allowed the tail portion of the reload to interact with components at the back of the channel, such as the lockout mechanism or lockout cover. The switch was likely bent and pulled from the tail during attempts to seat the reload while it was misaligned within the channel. Proper use of the installation tool will ensure that reload tail and switch are aligned within the channel during seating and can prevent damage to the reload. The most probable root cause of lodged switch fragments are attributed to the user.

Manufacturer narrative:
Intuitive surgical inc., (isi) quality engineering (qe) team re-examined the returned white reload accessory. Although the accessory was unfired, it was observed to have cartridge damage at the proximal end and on the surface. The probable root cause for the damaged reload is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.